Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): a system message displayed (device displays error message). The surgeon reported a system message displayed during surgery. The surgeon did not attempt to reboot the system. The fragmatome handpiece was in use at the time. The system was switched out and the case was completed.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).